Event description:
It was reported that the patient presented for an implant procedure. During the operation, it was noted that the right atrial lead could not be fixed on the right atrial appendage. The lead was not used and was replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event was the lead could not be fixed to the right atrial appendage. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual inspection, x-ray examination and electrical test were normal with no anomalies found. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.